Event description:
Information received indicates the ground pin was loose on the power cord plug, causing a ground resistance that is higher than normal.

Manufacturer narrative:
The technician replaced the power cord to repair the bed.